Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was deflation.

Event description:
Healthcare professional reported right side implant deflation. The device has been explanted.

Event description:
Healthcare professional reported right side implant deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, creases flat and crack diaphragm. Leak test was performed and found opening on diaphragm valve. A microscopic analysis was performed which opening crack n on diaphragm valve. Based on the device analysis the final assessment is: a crack opening on diaphragm valve due to cracked valve seat diaphragm valve.